Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel. Technical services reviewed the device strips, and determined the clinical observations appeared to be related to respiratory rate trend (rrt) oversensing. There was an alert from the previous day for pace impedance measurements of greater than 2000 ohms. The patient was not pacemaker dependent at that time. The health care professional (hcp) had done troubleshooting in which normal measurements were found, and no noise could be reproduced. Boston scientific technical services (ts) discussed possible causes. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed to reprogram the device.

Event description:
Additional information was received which reported that the device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention performed to reprogram the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel. Technical services reviewed the device strips, and determined the clinical observations appeared to be related to respiratory rate trend (rrt) oversensing. There was an alert from the previous day for pace impedance measurements of greater than 2000 ohms. The patient was not pacemaker dependent at that time. The health care professional (hcp) had done troubleshooting in which normal measurements were found, and no noise could be reproduced. Boston scientific technical services (ts) discussed possible causes. The device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel. Technical services reviewed the device strips, and determined the clinical observations appeared to be related to respiratory rate trend (rrt) oversensing. There was an alert from the previous day for pace impedance measurements of greater than 2000 ohms. The patient was not pacemaker dependent at that time. The health care professional (hcp) had done troubleshooting in which normal measurements were found, and no noise could be reproduced. Boston scientific technical services (ts) discussed possible causes. The device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was reprogrammed. No adverse patient effects were reported. The device remains in service. Additional information was received that the hcp performed pocket manipulations and the impedance went back down to 480 ohms. Ts discussed increasing follow up. It was noted that this patient is 89 years old and it might be considered to turn tachy therapy off as this patient does not pace. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention performed to reprogram the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.patient code 3191 is being used to capture the additional intervention performed to reprogram the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel. Technical services reviewed the device strips, and determined the clinical observations appeared to be related to respiratory rate trend (rrt) oversensing. There was an alert from the previous day for pace impedance measurements of greater than 2000 ohms. The patient was not pacemaker dependent at that time. The health care professional (hcp) had done troubleshooting in which normal measurements were found, and no noise could be reproduced. Boston scientific technical services (ts) discussed possible causes. The device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was reprogrammed. No adverse patient effects were reported. The device remains in service. Additional information was received that the hcp performed pocket manipulations and the impedance went back down to 480 ohms. Ts discussed increasing follow up. It was noted that this patient is 89 years old and it might be considered to turn tachy therapy off as this patient does not pace. This ICD remains in service. No adverse patient effects were reported.